Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found the tensile strength, and material specifications are verified for compliance. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. This case reports that during the procedure when the threads were pulled the multifix anchor was released and broke into 2 or 3 pieces. It is unknown if these broken pieces were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the multifix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. Although a delay of greater than 30 minutes was reported, it was communicated via e-mail that the patient was ¿ok.¿ no further clinical/medical assessment is warranted at this time. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) misalignment of inserter handle. (2) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during shoulder arthroscopy, the 5.5mm multifix-s ultra knotless anchor was not properly anchored, and the anchor broke into 2 or 3 pieces inside of the patient. Delay greater than 30 minutes. Procedure was finished with a back-up device. No void was left, the same bone hole was used. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during shoulder arthroscopy, the 5.5mm multifix-s ultra knotless anchor was not properly anchored, and the cerclage broke into 2 or 3 pieces inside of the patient. Delay greater than 30 minutes. Procedure was finished with a back-up device. No further complications were reported.